Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided in is for the domestic similar product.

Event description:
The customer reported that they noticed a leak at the male luer during an infusion. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No further information was available.